Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with an active driveline power fault alarm (pwr a). The alarm started approximately at 10:30 pm on (B)(6) 2021. The alarm was not able to be cleared at the clinic. Log files were sent in for review and driveline power faults (pwr a) were observed. There was no interruption in pump support during this event. It was recommended that, if the patient could tolerate it, a modular cable and system controller exchange could be done to resolve the issue. The modular cable was therefore exchanged.

Manufacturer narrative:
Section d4: correction. The product was exchanged following the investigation. Manufacturer's investigation conclusion: examination of the returned modular cable revealed a completely severed brown wire which would have resulted in the driveline power fault alarms observed in the submitted log files. Additional areas of damage to the wire insulation to the red, black and green wires was observed. The submitted controller event log file contained approximately 25 minutes of data spanning from 21jul2021 at 8:50:45 to 21jul2021 at 9:16:15. The log file was filled with continuous pwr_a broken faults and driveline power fault alarms. There were no other abnormal captured events. The pump operated at the set speed for the duration of the captured data. The modular cable was returned in used condition. The controller connector and inline connector pins were unremarkable. The outer polyurethane jacket was unremarkable. The modular cable was tested per qap, modular cable test multiple times to evaluate the integrity of its wires. The modular cable did not pass testing. Electrical continuity testing of the modular cable wires was performed through pin-to-pin electrical continuity testing, and discontinuity in the brown wire was noted. The modular cable was further tested by connecting to a mock circulatory loop to verify the reported driveline power faults. The modular cable was connected to a test pump (B)(6) for an extended period of time. During testing, driveline power fault alarms were noted immediately after connecting the modular cable, the alarms were sustained for the duration of testing. The polyurethane jacket was removed. The underlying armor and bionate layers were unremarkable. Visual observation of the underlying wires revealed kinking approximately 6.5¿, 11.5¿, 12.5¿, 13¿, 16¿ and 17.25¿ from the metal controller connector. Further visual and microscopic inspection revealed a completely severed brown wire approximately 3.5¿ from the metal controller connector. Adjacent to the severed brown wire was damage to the insulation of the red wire revealing the underlying conductors. Further microscopic inspection revealed damage to the insulation of the black and green wire exposing the internal conductors approximately 13¿ from the metal controller connector. The observed breaches and damage to the brown, red, black, and green wires appeared to be the result of repetitive flexing of the modular cable. The brown wire represents the power a line in the modular cable, and the fracture of the internal wires would have caused the driveline power fault alarms observed in the submitted log files. The modular cable lot number was not provided. Heartmate 3 lvas IFU is currently available. Section "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap.". Heartmate 3 lvas patient handbook is currently available. Section "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. No further information provided. The manufacturer is closing the file on this event.